Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent cover coating was found to have a tear. The wallflex biliary rx covered stent was removed using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary covered stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was not deployed and the shipping mandrel was still in place. Tactile examination identified no issues. Functional evaluation found the stent could be deployed as received. No issues were noted with the stent or the stent coating, and no other issues were noted with the device. The complainant confirmed that the correct device was returned for analysis; however, device analysis determined that the condition of the returned device was not consistent with the reported incident. There was no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is not confirmed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 08, 2017 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician found the cover of the distal tip of the stent damaged. The stent was not fully deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.